Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure a balloon ruptured occurred. Retrograde access was obtained with a 4f sheath. The target lesion was 90% stenotic and located in a moderately tortuous antebrachial shunt. The 5.0 x 20/40 (4f) f/g sterling otw balloon catheter was inflated and during the first inflation to 10atm the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).